Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server, 1 patient is not showing up on pyxis and unable to pull medication. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server, 1 patient was not showing up on pyxis and unable to pull medication. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of the actual device used in this incident, it was determined that the one patient was not showing up in pyxis. A technical support specialist dialed into the cce and traced the messages. The trace revealed that the message was not sent to the es server. It was advised to resend the admit message, as the patient was still showing as pre-admit. Upon investigation, it was found that the host had sent a malformed message, which failed to process. The hit interface team identified and corrected the issue, then resent the a01 message to admit the patient. This action was successful, and the patient was subsequently shown as admitted with the correct location. The system functioned as intended after the technical support specialist verified the device.